Manufacturer narrative:
Additional narrative: a product investigation was completed: the returned instruments were examined and the complaint condition was able to be confirmed as the threaded tip of the driving cap was found to be broken off and retained within the insertion handle. A definitive root cause was unable to be determined however the failure mode is consistent with off-axis hammering on the device before fully seating the driving cap on the aiming arm and/or from cross threading the device. The returned instruments were examined and the complaint condition was able to be confirmed as the threaded tip of the driving cap was found to be broken off and retained within the insertion handle. As no complaint is alleged against the radiolucent handle, no further investigation is necessary. The relevant drawings for the driving cap were reviewed. No drawing issues or discrepancies were noted. The designs are adequate for their intended use and did not contribute to this complaint condition. No anomalies were detected during device history record reviews. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The instrument(s) are used during femoral and adolescent tibial nail implantations and proper use and maintenance are addressed in technique guides. The returned devices are multi use and are used for implanted nails. The complaint condition was most likely caused by the method of use rather than the design of the instrument. Although the exact cause cannot be determined, the damage to the driving caps is most likely the result of off-axis hammering on the device before fully seating the driving cap on the aiming arm or from cross threading the device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight not provided. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 24. Feb. 2014, no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a driving cap broke inside an insertion handle during a case. No reported surgical delay, back up instruments were available. This complaint involves two devices. The procedure was a retrograde intramedullary nailing of femur fracture. No surgical delay. No fragments left behind in patient as verified by c-arm imaging. The patient is a high school football player, fracture occurred during game the previous evening. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.